Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) identified that the electronic protected health information details were incorrect and updated the information to the correct location. The tss reviewed the device status and noted that it was in critical override, then verified patient admission and discharge details along with medication records and confirmed that no corresponding orders were received by the enterprise server and that no errors were present in the database and communicated the findings to the customer through email and proceeded with follow-up actions after confirming that the patient had been discharged and confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medications requiring pharmacy verification were not available for removal. When attempting to override these medications, the system did not allow the overrides. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.